Manufacturer narrative:
Follow-up received on 10-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had severe pelvic pain and heavy bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She underwent a CT scan which revealed part of one of her essure coils had broken apart and only one-half of the coil could be located, and therefore the other half had migrated. The reported device breakage is anticipated according to the technical assessment, while the other events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (into the distal fallopian tube or peritoneal cavity) and can result in pelvic pain. Additionally, single cases of essure breakage have been reported, mainly during difficult insertions. In this case, almost 3 years after essure placement, a device breakage with expulsion of one of essure parts was diagnosed (although reporter stated essure migrated, since the device is radiopaque it should be seen at CT scan, unless it was expelled; thus the event was regarded as a device expulsion). Although the exact mechanism of the events is not known, given their nature causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The outcome of the technical assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 29-mar-2016. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. The plaintiffs medical history included one child. Beginning in (B)(6) 2013, plaintiff began experiencing severe pain and discomfort, including abdominal bloating, severe cramps, migraine headaches, pelvic pain, back pain, abdominal pain, menstrual cycles that last up to 18 days, severe heavy bleeding that lasts for weeks at a time, rashes, formation of ovarian and uterine cysts, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In or around (B)(6) 2016, plaintiff went to the emergency room for treatment. At that time, plaintiff underwent a cat scan in an effort to diagnose the cause of her pain. Plaintiff's treating physician informed her that part of one of her essure coils had broken apart and that only one-half of the coil could be located, and therefore the other half had migrated. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had severe pelvic pain and heavy bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She underwent a CT scan which revealed part of one of her essure coils had broken apart and only one-half of the coil could be located, and therefore the other half had migrated. These events are listed in the reference safety information for essure, except for the reported device breakage. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (into the distal fallopian tube or peritoneal cavity) and can result in pelvic pain. Additionally, single cases of essure breakage have been reported, mainly during difficult insertions. In this case, almost 3 years after essure placement, a device breakage with expulsion of one of essure parts was diagnosed (although reporter stated essure migrated, since the device is radiopaque it should be seen at CT scan, unless it was expelled; thus the event was regarded as a device expulsion). Although the exact mechanism of the events is not known, given their nature causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis will be requested. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of one of her essure coils had broken apart and that only one-half of the coil could be located') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pain / pelvic pain"), genital haemorrhage ("severe heavy bleeding that lasts for weeks at a time"), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), abdominal pain lower ("severe cramps"), migraine ("migraine headaches"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menstrual cycles that last up to 18 days"), rash ("rashes"), ovarian cyst ("formation of ovarian cysts"), uterine cyst ("formation of uterine cysts") and fatigue ("chronic fatigue"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("CT scan: only one-half of the coil could be located and therefore the other half had migrated"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, device expulsion, pelvic discomfort, abdominal distension, abdominal pain lower, migraine, back pain, abdominal pain, menorrhagia, rash, ovarian cyst, uterine cyst and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, device breakage, device expulsion, fatigue, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic discomfort, pelvic pain, rash and uterine cyst to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: case became serious incident. Previously reported events of pelvic pain and genital hemorrhage downgraded to non-serious. Essure removal date was added and insertion date were updated. Product indication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of one of her essure coils had broken apart and that only one-half of the coil could be located') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pain / pelvic pain"), genital haemorrhage ("severe heavy bleeding that lasts for weeks at a time"), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), abdominal pain lower ("severe cramps"), migraine ("migraine headaches"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menstrual cycles that last up to 18 days"), rash ("rashes"), ovarian cyst ("formation of ovarian cysts"), uterine cyst ("formation of uterine cysts") and fatigue ("chronic fatigue"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("CT scan: only one-half of the coil could be located and therefore the other half had migrated"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, device expulsion, pelvic discomfort, abdominal distension, abdominal pain lower, migraine, back pain, abdominal pain, menorrhagia, rash, ovarian cyst, uterine cyst and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, device breakage, device expulsion, fatigue, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic discomfort, pelvic pain, rash and uterine cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code (B)(4) was replaced with (B)(4).